Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to be broken in half. The procedure was completed with another laser fiber. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be filed. The procedure was a ureteroscopy in the ureter using a lumenis 60 watt console. The problem occurred during the procedure and no fiber fragments fell inside of the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injuries nor adverse events reported as a result of this event; the patient condition was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 93.5 cm from the top of the connector to the break. The second piece measured approximately 224.3 cm from the break and included the entire distal tip. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears unused. Examination under magnification confirms that the tip is unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed. Additional information was received on 12dec2018. Model number, lot number, expiration date, UDI, and patient codes have been updated.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to be broken in half. The procedure was completed with another laser fiber. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be filed. Additional information received on 12dec2018: the procedure was a ureteroscopy in the ureter using a lumenis 60 watt console. The problem occurred during the procedure and no fiber fragments fell inside of the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injuries nor adverse events reported as a result of this event; the patient condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to be broken in half. The procedure was completed with another laser fiber. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be filed.